Event description:
Additional information was received that the patient was brought into clinic and the device was able to be interrogated successfully.

Event description:
During a remote follow-up, the app became unpaired and was unable to be paired again to the device. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.